Event description:
Note: this is one of two reports that pertain to the same event (MFR report # 3005099803-2012-02035 and MFR. Report # 3005099803-2012-02036). It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit and a solyx single incision sling system were used during a procedure performed on (B)(6), 2010. According to the complainant, following the implantation, the patient experienced chronic pain unrelieved by analgesic medication, chronic infections refractive to antibiotic therapy, increased stress urinary incontinence, repetitive vaginal infections requiring constant antibiotic therapy, constant lower urinary tract obstruction and urinary retention, obstruction of the bladder neck and/or outlet, constant pulling sensations across the pelvic area, and constant foul odor coming from the vaginal area. The mesh has extruded into the vagina, causing pain during intercourse. The patient underwent revision surgery in (B)(6) of 2011 and a second revision surgery in (B)(6) of 2011 (specifics are unknown). All other information is unknown and reportedly unavailable.